Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart and blank display. Customer reports they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that the alarm occurred shortly after inserting a new battery. Customer stated that the screen would suddenly go blank and would get a new battery and then once that battery was in the insulin pump they would either get alarm or battery out limit depending on the time the battery was not working. The insulin pump will not be returned for analysis.